Event description:
The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt / lay user contacted lifescan (lfs) alleging that the meter was set to the incorrect unit of measurement (uom). The meter is not a new product (out of box). The meter was previously set to the correct uom. Due to the meter set to the incorrect uom, the pt contacted a medical professional for advice and did not receive any medical treatment. Customer care agent (cca) assisted the pt in setting the meter back to the correct uom. Cca sent the pt a one touch ultra meter.